Event description:
A report was received that the patient¿s lead displayed high impedances following a non-device related fall. The patient underwent a lead revision and the physician chose to replace the lead. Device analysis confirmed that the lead was fractured.

Manufacturer narrative:
The complaint was confirmed. X-ray inspection of the leads revealed fractured cables at the bent/kinked location where the click anchors were positioned.